Event description:
Per independent repair center statement, unit is alarming/red light. Key failure is saturated sieve bed, other malfunctions are: tie wrap is broken and 4-way valve is not shifting. Item# (B)(4).